Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Data of index surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Date of revision surgery? What was used for re-suturing? What is physician¿s opinion as to the etiology of or contributing factors to this event? Why does the surgeon believe that the patient¿s fall was not contributory of dehiscence? What is the patient¿s current status? Additional information was requested, and the following was obtained: was there any alleged deficiency with the device as a contributing factor as mentioned in the event description? Yes. What was the condition of the suture after the patient fell? Was the suture broken? Dr. (B)(6) is only assuming it was the symmetric and did not retrieve the suture. Did the barbs of the suture fail to engage in the tissue? Yes. Was any surgical intervention performed specially re-suturing? Explain yes! Dr. (B)(6) went back in and created closed the incision. Were antibiotics, prescription steroids or any prescription medicines administered? No. What is the patient¿s current health status and condition? Normal health status and older patient. The following information was requested, but unavailable: could you please provide the lot number of the involved device? Could you please provide the initial procedure date, as well as the date the patient fell? (B)(4).

Event description:
It was reported that the patient underwent a total knee replacement on unknown date and the barbed suture was used. Post-operatively, the joint capsule opened up after the patient fell. The barbs of the suture fail to engage in the tissue. It was reported that the surgeon went back in and created closed the incision. The suture was not retrieved. The patient has normal health status. Additional information has been requested.